Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuing elevated blood glucose (bg approximately 500 mg/dl); cause was not known. Customer changed the pump supplies multiple times; no issues were observed with the supplies. Bg was treated with an insulin injection. Customer declined tandem technical support's offer to perform a pump system check.